Event description:
The customer tested his blood glucose using his breeze2 meter and rec'd a reading of 147 mg/dl. He retested using his elite meter and rec'd a reading of 77 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return his test strips for eval. Replacement test strips and a new breeze2 meter were sent to the customer.